Event description:
It was reported by the distributor that during the dialysis session the catheter became disconnected from the bloodline three times. Twice on the venous branch and once on the arterial branch.